Event description:
It was reported that this implantable device recorded a code 1003 indicating battery voltage was too low for the projected remaining capacity. Boston scientific technical services (ts) advised requesting analysis with each alert and performing follow-up or re-analysis within the zip-enabled period. If zip telemetry is disabled and "not monitored" appears in latitude, wand telemetry follow-up is recommended to minimize safety mode activation. As of this time device remains in service. No adverse patient effects were reported.